Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant (bost410) was removed due to periimplantitis at tooth location 20.

Manufacturer narrative:
One 3i t3® non-platform switched tapered implant 4 x 10mm (bost410) was returned for investigation. Visual inspection of the as returned product identified dried blood and signs of use. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was measured with calipers (cal4063 cal due: nov 19, 2020) and was verified to match specifications. Pre-existing conditions noted on the per were low bone density (type iii) and autogeneous grafted site. The reported device was located on tooth #20 and was used for approximately 1 year 9 months. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2013101211). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2013101211) for similar events and no other relevant complaint was identified. November post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection & bone loss) or device (bost410). Therefore, based on the available information, device malfunction did not occur and the reported events (infection & bone loss) were non-verifiable. However, infection and bone loss are listed as a harm or potential effect of implant failure.

Event description:
No further event information available at the time of this report.